Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the drill guide broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: while placing guide onto acetabular rim, distal end of drill guide snapped off and fell into joint. Guide broke exactly 1cm from distal tip. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the drill guide broke during the procedure. All pieces were retrieved.